Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 12/11/99 at a retail vendor. On 9/26/99 she sought medical treatment for infection at the ear piercing site. The earring was removed and antibiotics were prescribed.